Event description:
It was reported that a user experienced fluctuating blood glucose with recurrent lows while using the ilet bionic pancreas, including readings near 80 mg/dl before a meal announcement and dinner, a rise to about 120 mg/dl, and subsequent drops below 70 mg/dl that required oral carbohydrate correction; device-generated report later showed time out of range for a combined two hours. Symptoms included hypoglycemia. Outcomes included user self-treatment with oral glucose and continued home monitoring without alarms or hospitalization. Investigation included review of available device data and user coaching on hypoglycemia management, including low treatment, withholding full meal announcements when trending down in the 70¿85 mg/dl range, and considering smaller meal announcements if postprandial drops recur. Investigation of this case revealed no device alarms or malfunction and suggested user-specific glycemic variability with potential insulin-on-board sensitivity around meals. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.